Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted. Initial report sent: under MDR number # 1717344-2011-00361. Date sent on: (B)(4) 2014. A visual inspection of the incident device revealed tissue between the jaws. When evaluated, the incident device was found to function within specification. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. The IFU states keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed.

Event description:
The customer reported that during a ladg procedure with the forcetriad set at 2 bars, oozing occurred from the greater omentum even though an end tone, indicating a completed seal cycle, was heard. This oozing occurred again when the generator was increased to 3 bars.